Event description:
It was reported that medfusion 4000, force sensor failure. No patient injury reported.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "force sensor test error." Functional testing involved start up and force calibration and found that the device duplicated the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the force sensor being out of calibration was the cause of the reported issue. The force sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.